Event description:
The customer reported that the device has had an intermittent failure to power on and shutting down messages. There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.